Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. All conductors had blood/body fluid (not obstructed), the outer insulation was melted, and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Infection was reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Infection was reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Infection was reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.